Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient presented with syncope. Monitoring shows atrial sensing and ventricular pacing, but ER physician states patient has had ventricular pauses up to 6 seconds on the monitor in the ER and patient is syncopal with the pauses. Rv impedance is 660ohms with thresholds of 1.0v @ 0.4ms. There are no sensed r waves since patient is dependent. There were some atr episodes recorded in the device this morning which appears to be noise on the atrial lead. The rv lead was explanted and replaced.